Event description:
Caller alleged discrepant inratio results during their half year control check up. Results as follows. Lab result = 11.0. Time between tests: very short time in between repeat tests. All tests were taken on the same day. Therapeutic range: 2.6-4.1. Patient was ill on the day of the tests. Customer used two lot numbers for testing. It is unknown which lot corresponds to which inratio result. Additional lot number: 345383.

Manufacturer narrative:
Investigation pending.